Event description:
The information was received from the hospital via the responsible foreign vigilance authority reporting, "abdominal septic condition given by the prostheses visceral penetration." The patient required the mesh to be removed.

Manufacturer narrative:
The reported lot number was not a valid lot number for a bard/davol product. We have contacted our foreign representative to request additional information. This MDR includes all patient, event and device information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.